Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with pre-operative diagnosis of lumbar degeneration. Intra-op, the set screw slipped. The product came in contact with the patient. No patient complications as a result of this event was reported.